Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the provided data indicated that the samples in question exhibited late amplification with low viral loads, as evidenced by sigmoidal growth curves and high cycle threshold (CT) values. These findings are consistent with samples near or at the limit of detection (lod) of the assay, where wavering results between reactive and non-reactive may occur. This is considered a sample-specific issue. The root cause of the discrepant results was attributed to the low viral concentration in the samples, which is expected under such conditions. The reagent was confirmed to be functioning as intended.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) and hepatitis c virus (hcv) testing using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument. The customer utilized edta plasma samples for testing. For sample ID (B)(6), the initial test on (B)(6) 2025 generated a not detected result for hcv. A repeat test on (B)(6) 2025 generated a detected result for hcv with a cycle threshold (CT) value of 39.03. Serology testing for this sample was positive. For sample ID (B)(6), the initial test on (B)(6) 2025 generated a not detected result for hbv. A repeat test on (B)(6) 2025 generated a detected result for hbv with a CT value of 39.55. Serology testing for this sample was positive. The allegation also included two samples, (B)(6), which were reported as false positives; however, this case specifically addresses the two false negative results.